Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the separation gel has been floating. This event occurred 70,000 times. The following information was provided by the initial reporter. The customer stated: "the separation gel has been floating oil, 50-60 times a day, the roche assembly line test has always shown errors, affecting the test results, and many patients have to re-draw blood twice, affecting the time of results, causing tension between doctors and patients, and there have been complaints from patients, the product number is 367955, the batch number is 2175209, the validity period is 2023.12.31, and the quantity is (B)(4) pieces."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were visually inspected with no issues observed relating to oil gel globules. Complaints for sample quality were not under statistical control for the month of (B)(6)2023, therefore, additional testing was conducted: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, oil gel globules, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the separation gel has been floating. This event occurred 70,000 times. The following information was provided by the initial reporter. The customer stated: "the separation gel has been floating oil, 50-60 times a day, the roche assembly line test has always shown errors, affecting the test results, and many patients have to re-draw blood twice, affecting the time of results, causing tension between doctors and patients, and there have been complaints from patients, the product number is (B)(4), the batch number is 2175209, the validity period is (B)(6) 2023, and the quantity is (B)(4) pieces."